Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced uncomfortable abdomen pain. Issue was not resolved turning off the therapy. As such, the entire system was explanted on (B)(6) 2022 to address the issue.